Manufacturer narrative:
The model#/catalog# identified in section d4 is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests leak was identified between the mz100 and the connecting product during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a leak was confirmed on seven of the eight samples received. Visual inspection identified a hairline cracks on the female luer of the maxzero component on seven of the eight samples. Functional testing was performed; leakage was observed from the crack of the maxzero component on seven of the eight samples. The root cause of the customer¿s experience was not identified. Reference the eight associated report numbers: 9616066-2018-01390, 9616066-2018-01392, 9616066-2018-01402, 9616066-2018-01401, 9616066-2018-01400, 9616066-2018-01399, 9616066-2018-01395.

Event description:
The reported feedback suggests leak was identified between the mz100 and the connecting product during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident